Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. After the procedure, when the catheter was removed, the hub cap detached. The sheath was quickly removed, and the procedure was terminated. No adverse patient consequences were reported. The hemostatic valve separation issue has been assessed as MDR reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. Additional info was received on 4/12/2019 indicating the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation and found both the brim cap and hemostasis valve detached from the sheath and two bent areas on the sheath approximately 26.3cm and 54.2 cm from the distal end. These findings coincide with what was initially reported. On 3/20/2019, the lot number 17737171 was confirmed to be the correct lot number and both manufacture date of:10/31/2020 and expiration date of 12/07/2017 was provided. In addition, the device history record (DHR) was reviewed and no anomalies were found related to this complaint.the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a preface® guiding sheath with multipurpose curve, and a hemostatic valve separation issue occurred. The investigational analysis completed 6/28/2019. The device was inspected and two kinks were observed on the sheath. The cap was detached from the hub and not returned. A microscopic analysis was performed. The hub was observed without anomalies. Then, the hub outer diameter and inner diameter were measured and were found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damages observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the manipulation of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).